Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the packs were layered incorrectly. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed based on visual review of the device history record. Layering was changed in response to a previous complaint where layering may have affected the issue reported. Per internal procedure, customer approval is not required to change layering unless otherwise specified. Layering has been revised and specifies that the order is per customer request. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).